Manufacturer narrative:
Section h11 in the initial vigilance report should indicate: stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. It was determined that the cause of the issue was faulty therapy pcb assembly. The issue was resolved by clearing the error codes and replacing the faulty therapy pcb assembly. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. The therapy board was replaced as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.